Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3776-60, serial/lot #: (B)(4), ubd: 16-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported she only feels stimulation on the left leg since implant. The patient explained that with her first implant they put the wires on top of the implant so when replacing it the healthcare provider accidentally cut one of the wires. The healthcare provider had been expecting the wires to be underneath the implant. The healthcare provider was hoping it eventually starts working as it had not been that long since the revision. The patient stated that they tried everything to get stimulation to the right leg and she still feels nothing, she was not getting complete relief. The patient noted that it will have to be redone as there was no reason to have the device if she couldn't get relief like she had with the old implant.